Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2013, the patient experienced instability. This adverse event was solved through a revision surgery performed on (B)(6) 2023, in which the post of the lgn xlpe ps insert sz 7-8 15mm was found to be busted off, therefore it was explanted and changed. Patient status is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the post fractured off. The broken post was returned. The visual also reveals scratches, burrs and discoloration on the insert. The device shows signs of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation concluded that, based on a review of information provided, the clinical root cause of the reported instability was due to the insert post fracture. However, the root cause of the post insert fracture cannot be definitively concluded. No additional supporting documentation for was provided and the patient¿s current health status remains unknown. The patient impact beyond the reported post fracture and subsequent revision cannot be determined. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.